Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory regarding the hermetic seal component, was admitted to the hospital for not feeling well due to a fast heart rate. Upon interrogation, the device was pacing in ddd at the maximum tracking rate, with an output of 7.0v @ 1ms, and had a beginning of life battery status. At a prior visit the device had indicated elective replacement time, and was programmed to vvir 70 with an output of 2.5v @ 0.4ms. The physician chose to reprogram the device back to vvi mode, and to schedule it for replacement.